Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specifications. The blood pump, that is the subject of this report, was evaluated by the manufacturer of the pump, berlin heart (B)(4). Visual inspection showed blood residues in the membrane interstices. A padding (air cushion) between membrane layers was not detected. For further evaluation, the blood pump was disassembled and each membrane layer was evaluated in detail. A damage was observed on the blood membrane layer, opposite the de-airing port. The shape of the damage matches the shape of the de-airing needle. No defects were observed on other two membrane layers. The appearance and position of the damage of the blood membrane indicate that the damage of the blood membrane was caused by the de-airing needle during the priming of the blood pump by the user.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh manufacturer). We have reviewed the production records of the excor blood pump s/n (B)(4). This blood pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The blood pump was returned to the manufacturer for evaluation. A preliminary visual inspection of the product indicates a defect of the blood-side membrane. Evaluation of the blood pump is ongoing.

Event description:
Berlin heart inc. Clinical affairs (ca) received a call on 3/6/2016 to report that they noticed blood around the blood chamber membrane in a pump which they have just changed for suspected thrombus. Ca recommended the changing of the pump. The site changed the pump without incident and the patient had no untoward harm during the incident.

Manufacturer narrative:
Manufacturing date corrected from 10/09/2016 to 10/09/2015.